Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a label of one device. Only the product label was returned, this showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure, one of the load deployed the staples but did not engage the cutting action, the other only partially deployed the staples, and did not engage the cutting action. A new reload was used to complete the case. There was no patient harm.